Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pulse generator change out procedure, electrocautery was used and the device exhibited loss of output. The patient is pacer dependent and experienced cardiopulmonary arrest for thirty seconds. The device was explanted and replaced. The patient experienced no further adverse consequences.